Manufacturer narrative:
Serial #: unknown/not provided. Unique identifier is unknown as serial number is not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Patient reported having a photorefractive keratectomy and as of (B)(6) 2018 is having dry eyes, light sensitivity, very poor vision, overcorrection, and psychological problems.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.